Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump failed audio beep test was failed. The customer's blood glucose value was unknown at the time of incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.